Event description:
It was stated that the customer was hospitalized with pneumonia, shortness of breath, nausea and vomiting. The customer's blood glucose was unknown. The caller was calling because the insulin pump was lost during the hospitalization, and was asking about getting a replacement. Advised the caller that a replacement would be sent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.